Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported a "periprosthetic capsular contracture of right breast implant". Baker grade unknown the device remains implanted.

Event description:
Healthcare provider updated right capsular contracture to baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, white particles on the surface of the shell. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare provider updated right capsular contracture to baker grade IV. Device has been explanted and replaced.